Event description:
Paracentral/central toxic keratopathy. I have personally examined 3 pts, and am aware of about 3 more. I have seen these pts in consultation, after they were referred to me by their lasik surgeon. All pts underwent uncomplicated lasik surgery using the moria lsk one disposable microkeratome and subsequently developed a severe central/paracentral "toxic keratopathy", associated with severe, medically recalcitrant diffuse lamellar keratitis which, in some cases was treated with flap lifting and irrigation. Most cases were bilateral, yet asymmetric. Most cases resulted in flap thinning, with scar tissue, and irregular astigmatism, resulting in permanent visual loss. My understanding is that this matter has been brought to the attention of the manufacturer. No public announcements have been made, in spite of the fact that this has occurred in multiple disparate locations. Apparently the problem was finally resolved by rinsing the turbines in alcohol or something to that effect. The surgeon who referred the cases to me has chosen not to report these cases formally to the FDA, so I do not have any more specific info.